Event description:
It was reported via repair work order that the motion interrupt pan was damaged. It was also reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Don't have needed parts.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord ground pin was missing.

Event description:
It was reported via repair work order that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.